Manufacturer narrative:
Concomitant devices: chiba needle, terumo wire, dilator, introducer, hair wire. (B)(4). The 510k status: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The international customer reported that, during an percutaneous transhepatic gallbladder drainage procedure in which the ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was employed, an air leakage occurred between the catheter and mac-loc portions of the device. To correct the condition, the operator switched the device out for another product. The procedure was completed successfully, with no patient adverse events reported. The complaint product has been received for evaluation; however, as of the date of this report, the investigation is still pending.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection/dimensional verification/functional test of the returned device (s) were conducted during the investigation. The visual inspection of the returned device confirmed one opened 8.5fr mac-loc catheter and one unopened 8.5fr mac-loc catheter set (same lot). The opened device was returned with the metal stiffener partially inserted. Biomatter is present on the distal tip of the device. Upon removal of the stiffener, some resistance was noted. Dry biomatter is present on the metal cannula and is likely the source of the resistance. There is no surface damage on the device. The unopened device was opened, measured, and leak tested. The catheter tubing outer diameter of both devices was found to be within the manufacturer's specifications. The number of threads showing between the mac-loc and cap are outside of cook's specifications for the opened device. A twist and tug test revealed that the cap was securely attached to the adapter, therefore this can be attributed to manufacturing error. A leak test was performed and could not confirm the presence of a leak in either device. Additionally, a document based investigation evaluation was performed. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there was one other reported complaint for this lot number for the same device, failure, and from the same customer. Additional investigation was conducted. It was determined that there is insufficient information to indicate that this is a lot specific issue. Based on the information provided, the examination of the returned product, and the results of our investigation, the root cause has been determined as manufacturer related (operator related). Appropriate measures have been initiated to address this failure mode. The appropriate personnel have been notified, and this failure mode will continue to be trended. Per the quality engineering risk assessment, no further action is required.

Event description:
No new event description information to report at this time.